Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device failed steps during testing. The device's front panel/keypad led pca was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the led/front panel board. The led/front panel board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the led/front panel board failing was found to be consistent physical damage to multiple components causing an open circuit condition. The components had evidence of physical damage.